Manufacturer narrative:
The investigation for the reported console (aic) system self check issue has been completed. The console was returned for evaluation. During the initial boot, the console rebooted due to the communication issue with powermod_1, resulting in a ¿system self-check failed screen.¿ visually confirmed the pbm contamination. Data logs were reviewed finding that during the initial bootup, the console recorded a communication issue with powermod_1. Due to the communication issue, the console rebooted automatically. Again, during the reboot, there was a communication issue with powermod_1. Then the console displayed the ¿system self-check failed¿ screen and recorded communication issues with powermod_1 persistently. This confirms the reported failure mode. The root cause of the system self-check failure was pbm contamination. Added- d9 device return date f6/f8 should have been left blank in the initial report.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) failed the self-test. The aic was removed from service. There was no patient involvement.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.